Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited continuous beeping without any error messages and would not restart. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).